Event description:
Five percent of patients had severe side effects/complications with sns usage had stopped/decreased due to a quality concern with the device.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, serial# unknown, product type: lead. Product ID: neu interstim ins, serial# unknown, product type: implantable neurostimulator. Product ID: neu unknown lead, serial# unknown, product type: lead. (B)(4).